Event description:
It was reported that a cardiac tamponade occurred during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation. At the start of the procedure, the farawave catheter and the faradrive sheath were prepared following standard preparation. The physician performed transseptal puncture with brk needle and swartz braided transseptal guiding. Three first veins were isolated with success, but the right inferior pulmonary vein (ripv) had difficult approach and the physician complained about merit guidewire that was used. Then 6 applications were performed (4 in flower and 2 in basket position) in ripv before physician decided to stop the case. When closing the case (stitching) the physician decided to perform an ultrasound to check if everything is fine and noticed a pericardial effusion. Drainage of the pericardium was performed at the end of the case before sending patient in recovery room. The procedure was completed successfully. Neither the farawave catheter nor faradrive sheath will be returned as these devices were disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac tamponade occurred during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation. At the start of the procedure, the farawave catheter and the faradrive sheath were prepared following standard preparation. The physician performed transseptal puncture with brk needle and swartz braided transseptal guiding. Three first veins were isolated with success, but the right inferior pulmonary vein (ripv) had difficult approach and the physician complained about merit guidewire that was used. Then 6 applications were performed (4 in flower and 2 in basket position) in ripv before physician decided to stop the case. When closing the case (stitching) the physician decided to perform an ultrasound to check if everything is fine and noticed a pericardial effusion. Drainage of the pericardium was performed at the end of the case before sending patient in recovery room. The procedure was completed successfully. Neither the farawave catheter nor faradrive sheath will be returned as these devices were disposed. It was further reported that it is unknown if the patient's hospitalization was prolonged. The event was ultimately resolved, and the patient was able to be discharged with no further issue. The physician believes that it is possible that the merit guidewire could have contributed to the effusion, but it is not confirmed.

Manufacturer narrative:
B5: describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.